Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and fallopian tube perforation ("perforation of fallopian tubes") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". Medical conditions: no confirmation test. Concurrent conditions included headache. In 2002, the patient started ibuprofen, 800mg. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("chronic and constant pelvic pain") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain ("constant abdominal pain"). The patient was treated with surgery (patient underwent hysterectomy with remove the essure device) and surgery (patient underwent hysterectomy with bilateral salpingectomy procedure to salpingectomy procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Pfs data: current weight: (B)(6) lbs/ approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received. New events: menorrhagia, migration of essure device, perforation of fallopian tubes and no essure confirmation test performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient underwent hysterectomy procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.